Manufacturer narrative:
No manual scans were performed. Service information for this event was not provided. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneous high platelet (plt) result generated by the coulter act 5diff al analyzer on first aspiration of a tube. The high plt result was reported out of the lab. Reruns recovered lower plt results, which the customer considered correct. There was no effect to the patient or user.